Manufacturer narrative:
The association between coopervision lens and the event is unconfirmed. The lens was not returned and the lot number is unk. Submission of a report does not constitute and admission that medical personnel or the product caused or contributed to the event.

Event description:
Coopervision was made aware on (B)(6) 2014 by (B)(6) of a pt who on (B)(6) 2013 was diagnosed with a corneal ulcer while wearing options premiere toric contact lenses. Medical info received from the optician relates onset symptoms of right eye soreness and redness and 1 day of photophobia. Exam relates the right eye as gross conjunctival injection, cloudy anterior chamber, lids swollen and paracentral corneal ulcer. No examination was described for the left eye. The pt was referred to hospital and was prescribed antibiotic/steroid eye drops for one week. The optician report relates permanent damage to body structure as corneal scar with medical intervention required. Pt was temporarily discontinued from contact lens wear on (B)(6) 2013.